Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Facility reported that initially there was saline wet at top of dialyzer in prime mode. When couplers were re-set no leaking was observed. Once the treatment finished, in empty mode they turned dialyzer over and uncoupled coupler. Blood/fluid leak occurred at end of dialyzer. The fluids appeared to be coming from threaded top (sealed top - venous end - of dialyzer not the tubing). All product with this lot has been pulled from stock as precaution. Upon followup, nurse clarified that no saline leak was noticed during prime or recirculation, no blood leak occurred during treatment or during re-transfusion. Only when the nurse was going to disconnect the setup, she noticed blood at the threading. Estimated blood loss is less than 20cc. No medical intervention was required. Sample has not been returned to the MFR.